Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons were not working. Customer's blood glucose was 182 mg/dl. It was advised that the device would be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly and no button error alarm was noted. However, there was moisture on keypad traces. The device was received with a broken reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, cracked case at display window corners, and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.